Event description:
It was reported that, "revised due to cup loosening. Removed cup, insert and head. Replaced with zimmer cup and poly with 06-3600 stryker head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not released by the hospital; therefore, not returned to the manufacturer. The lot code for the reported device was not provided either. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.